Event description:
Reference number (B)(4) event occurred in the united states. This emder is being submitted for an unknown number quantity. It was reported that the patient faced insulin pooling under the skin event on (B)(6) 2026 due to which the patient faced hyperglycemia event. The patient blood glucose was more than 330 mg/dl for 3 days and got treated with correction bolus via pump and multiple daily injection (mdi). No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.